Event description:
The customer reported that infusion set and the reservoir was leaking. The customer stated that she experienced high blood glucose and she reverted to her back-up plan of manual injections. The customer was not willing to troubleshoot. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.